Event description:
An endeavor resolute drug-eluting stent was being used to treat the saphenous vein graft to the rca. During the procedure the stent got caught in the ostium of the graft and dislodged from the delivery system. The stent was withdrawn through the catheter loop. The patient was treated with another endeavor resolute stent. There was no patient injury reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Patient weight is provided as between (B)(6). (B)(4).

Event description:
The lesion exhibited 95% in the distal third of the bypass vein to the rca. The lesion was pre-dilated. No resistance was experienced when advancing the device. During the procedure the stent got caught in the ostium of the graft and dislodged from the delivery system during passage through the catheter. A snare catheter was used to remove dislodged stent through the contralateral femoral punction. Image review: the images returned appear to have been taken post the dislodgement difficulties as no images are shown of the issue. The coronary angiography (cag) of the svg to the rvc showing the target lesion in the vein graft. The coronary angiograph shows images of the guide catheter and guidewire positioned in the vessel. The cag shows the positioning of the other endeavor resolute stent, the approximate stent length measurement based on a 6f guide catheter measurement. These images show the successful deployment of the endeavor resolute stent, the deployed stent profile appears in the svg lesion. The images appear to show a stent inside and just exiting the tip of the guide catheter in the proximal svg to the rca. No images were provided showing the positioning of the delivery system or pullback into the guide catheter or snare accessories to remove the dislodged stent.

Manufacturer narrative:
(B)(4). Results: indicated for use in native coronary arteries not svgs. Stent embolism. Treatment of svg. Device or procedural images not provided for review. Device not returned for evaluation. Conclusions: indicated for use in native coronary arteries not svgs. Stent embolism. Treatment of svg. Device or procedural images not provided for review. No evaluation performed.

Manufacturer narrative:
(B)(4)

Event description:
Evaluation summary: the stent without the catheter was returned for analysis. The stent has the snare still attached. The stent measurements cannot be taken due to the severe deformation on the stent.